Event description:
It customer called into philips reporting that the device is getting pads/paddles cable failure. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950, the correct cfn# is 3030677.

Event description:
The customer called into philips reporting that the device is getting pads/paddles cable failure. There was no patient involvement.